Event description:
It was reported that during a transarterial chemoembolization (tace) treatment procedure, the infusion catheter became blocked. The anatomy location being treated was a moderately tortuous vessel in the liver. The physician treated the patient with another manufacturer's 300-500 micron embolization beads. At an unspecified time during the procedure, the beads became jammed in the renagade hi-flo infusion catheter. The device was removed from the body. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).